Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p1m0712). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a vats right upper lobectomy, when stapling across the lung tissue to send a sample to frozen pathology, the stapler had been fired three previous times during the surgery without issue. Upon fourth use of the stapler, the surgeon was unable to fire. At the time, the surgeon was also unable to unclamp the stapler from the lung tissue. The sales representative was contacted while surgical staff was trouble shooting. After many unsuccessful attempts to fire or unclamp the stapler, the decision was made by surgeon to open a second stapler to staple off remaining portion of lung tissue. The surgeon was successfully able to staple off remainder of lung tissue with the second stapler. The issue resulted to a slightly larger than intended wedge resection of lung. The first stapler was removed by the surgeon by using a large pin cutter to cut across the shaft of exposed staple load and then removed the clamped staple from the lung tissue by force.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload could not be removed from the listed instrument. Excessive force had to be used in order to remove the reload from the handle. The cover tube and channel adapter were removed from the reload and the knife laminates were observed to be bent. It was reported that the instrument did not fire and was locked on tissue. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Bent knife laminates can occur from improper component orientation. The bent knife laminates push the interlock legs down causing the interlock to fail. This issue can also occur when the device is applied on over-indicated tissue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.